Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead showed a loss of capture but at times was also capturing the right ventricle at higher outputs. An ra lead dislodgment was alleged. The device was reprogrammed to vvi mode. A lead revision was scheduled. No adverse patient effects were reported.